Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) discussed atr settings and potential programming options with the health care professional (hcp). The root cause of the noise was felt to be related to a lead issue due to the age of the lead. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).